Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that his monitor keep saying to connect the electrode belt. Pt also reported that he was unhooking the belt from the monitor to make an adjustment and may have bent some pins in the process. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (belt connector pins) was confirmed. The electrode belt was found to have bent pins in the connector. The root cause of the bent pins cannot be positively identified, but likely resulted from inserting/removing the electrode belt with the pins misaligned. Once the connector was replaced, the electrode belt was fully functional. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.